Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element mr ous 3.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent identified proximal damage. Proximal stent rows 1-2 were lifted and pulled distally. The remainder of the struts were undamaged. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 11jun2018. It was reported that crossing difficulties were encountered. The target lesion was located in the calcified left anterior descending artery. Following pre-dilatation, a 3.50x38mm promus element¿ long stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent proximal damage.